Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was an issue with foreign matter. Foreign matter was found in the indwelling needle two days after infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: a foreign matter was found in the indwelling needle two days after infusion.